Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shock due to noise caused by electromagnetic interference. Programming changes were made and the patient was cautioned about emi. There were no more complaints after the programming changes. Patient's condition was fine.